Event description:
It was reported by the patient that she "is experiencing horrible knee pain and is taking medicine. Patient cannot continue everyday activities, such as going up and down stairs. Patient advised that the pain is worse than when she didn't have her knee replacement. She stated that she is using electric scooters and wheelchairs 99% of her time. Patient has seen her surgeon, and he has advised that her knee is healing fine."

Manufacturer narrative:
Investigation in progress. No additional information available at this time.